Manufacturer narrative:
The intraocular lens (iol) has not yet been received for analysis. Manufacturing records met all specifications prior to product release. An update to this report will be submitted after analysis of the iol.

Event description:
It was reported the intraocular lens was removed and replaced 5 weeks after implant, due to an undesired refraction.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable and had the caregiver cycle power to clear the alarm. (B)(4) advised the caregiver to start over using new supplies. Therapy had been started prior to the patient connecting. Upon connection, the hc alarmed with the system error 2240. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the she was not aware of the event but as far as she knew, the patient had continued therapy without complication. No injury or medical intervention was reported.

Manufacturer narrative:
The device was received cut in pieces across the optic precluding measurment of the diopter. A review of the manufacturing records showed that the iol was manufactured according to specifications. A review of the complaint database shows no additional reports of a similar nature received on the remaining iols in this lot. The cause of this event could not be definitively determined. It was reported by the surgery center that the patient's original implant of 17.0 diopters was replaced with a 19.0 diopter intraocular lens, suggesting that this event was not caused by the iol.